Manufacturer narrative:
The device was not returned for analysis.

Event description:
It was reported that during a procedure, a foreign object was found inside the tourniquet cuff sterile packaging. The procedure was completed successfully with a different tourniquet. There was no clinical significant delay, no medical intervention, and no adverse consequences.